Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 480mg/dl. The customer stated his blood glucose was high all night and he treated with the insulin pump. He also stated that he changed the infusion set twice. The customer stated that the doctor recommended a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.